Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-15605. It was reported the pt's scs system was explanted due to an infection. The pt stated she had been having cold sweats for over a month prior to the explant and ending on (B)(6) 2013. Additionally, during that time frame, she had been placed on antibiotics to treat a cold sore on her right eye and suffered a fall. The pt stated her implant sites were leaking fluid and her physician placed a steri strip over the site. The leaking continued and the pt stated her physic an indicated an infection was present. Cultures were taken and the physician is not aware what, if any growth, was present.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.